Manufacturer narrative:
(B)(4): the lot of the suspect device was not identified, therefore the manufacturer cannot determine the suspect device. The lots that were used are part# g869h021; lot w08c0106, expiration date 2013-03-12; lot w08c1719, expiration date 2013-03-31. These parts are not approved for use in the united states; however a like device catalog # 869-021, 510k # k040962 was cleared in the united states. The manufacture date for lot w08c0106 is 2008-03-03; the manufacture date for lot w08c1719 is 2008-03-14. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a pedicle subtraction osteotomy due to kyphosis from t4- iliac. It was reported that the patient underwent a revision surgery 30 months post-op due to rod breakage at the l4-5 area. The rod was removed and replaced with a new rod as well as a new vb replacement due to non-union at that level. No additional patient complications were reported.